Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop, motor fault and transducer fault" alarms while on a patient. The customer performed transducer calibration test. Calibration test revealed the turbine differential pressure failed calibration. There was no patient harm associated with the reported issue.

Manufacturer narrative:
: The reported complaint was able to be confirmed and duplicated. Found that of solenoid s902 (p/n 68374 valve, solenoid 8mm, 24v, 3way) failed.